Manufacturer narrative:
H3, h6) the system was serviced in the field. In summary, hardware parts were replaced. Previously reported code, d15, is applicable as well as newly reported codes, b01 and c19. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735787, serial/lot #: (B)(6) and product ID: 9735773, serial/lot #: (B)(6). H2-3: the battery was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. The results of the analysis concluded that the battery had electrical failure as it had low voltage and dead cells. Codes: b01, c02, d02. H2-3: the uninterruptable power supply (ups) was returned to the manufacturer for evaluation. After functional testing and visual/ph ysical examination, the reported issue was not confirmed. The ups had no failure found and performed as intended. Codes: b01, c19, d14 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735787; product ID: 9735773, h6: multiple annex g codes were coded for this event. G02002 was coded for the battery 9735773 48v s8 svc. G02027 was coded for the ups 9735787 main cart s8 svc. Multiple annex a codes were coded for this event. A1102 was coded for the battery service error. A0719 was coded for the immediate shutdown. A0708 was coded for the connection with the ups being lost. H3, h6: no products were received by the manufacturer for analysis. B17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system booted to a battery service error. Camera cart connection with the uninterruptible power supply (ups) was lost. The main cart battery was listed at 0%. Technical services (ts) had the manufacturer representative (rep) turn off system and discharge the battery. After rebooting, camera cart battery listed at 100%, main cart battery listed at 0%. The rep disconnected the camera cart from main cart for three minutes, camera cart stayed on. When plugging camera cart back into main cart camera cart battery listed at 100%. Ts had the rep close and reopen self test tool and the battery/ups info for both carts blank. Logged out/back into the system with no change. The rep rebooted system and then was able to see charges in self test. Camera cart battery still at 100% and main cart on 0%. Unplugged whole system from wall power and main cart immediately shutdown. There was no patient involvement.